Event description:
Customer reported via phone call to have battery longevity anomaly. Customer reported that batteries were not lasting a week. Customer's blood glucose was unknown. During troubleshooting, it was found that customer does not use sensor feature, pump is not in vibrate mode, remote feature is off, customer does not use rechargeable batteries, batteries were not previously used, customer does not perform excessive button pressing, and customer uses recommended aaa energizer alkaline batteries. Customer was advised that battery cap would be replaced. Customer called back when battery cap was received. Customer was experiencing same issue. Customer's blood glucose was 133 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.